Manufacturer narrative:
The product analysis result indicates that the reason for return has been confirmed. A 1-minute pre-repair temperature test was performed at 80k rpm after which the temperature was 108f at the rear, 180f at the middle and 165f at the nose. The device was very noisy when in use. It will be disassembled for further inspection. The middle bearing detached during disassembly due to corrosion of the output shaft and bearing. The release collar and middle housing spacer were worn down. The locking collar, spring and front shaft spacer were stuck due to damage to the output shaft. The nose bearings and large spring were corroded. The o-rings, ceramic balls, rear bearing and retaining ring were worn. The laser markings on the bur lock thimble and bur lock alignment ring were faded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a device overheated during use. There was no patient impact.